Event description:
The pt had pain in her right leg and on top of her buttock. The hcp didn't manage to place the lead in a medial location for a stimulation trial. Electrodes 0, 1, 4, and 5 were lateralized to the left side, implanted at the 11th vertebra. The hcp was advised to revise the lead, but decided to leave it as is. The pt felt stimulation in the left foot, calf, and thigh, which didn't cover painful areas. In a separate surgery, the hcp relocated the lead at the 10th thoracic vertebra. The following test period was a success. The pt felt stimulation at painful areas. The decision was made to go to permanent neurostimulator implant. During permanent implant, the surgeon tried to pass both extension through the tunneling tool. The extension insulation was damaged. There was no pt injury associated with the events. Reference mfg. Report 2649622201010631.

Manufacturer narrative:
(B)(4): the extension was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.